Event description:
It was reported that the insulin pump is alarming button error; it was cleared but alarmed occurred again. Customer stated she was at a pool party and when she was putting the insulin pump on she noticed the button error. Customer stated the numbers on the screen started ramping on their own with button press. She removed the battery and button error alarm occurred. Blood glucose level is 83 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.